Event description:
Oil dripped into pt.

Manufacturer narrative:
This is the initial report. A follow up report will be provide when devices have been return and evaluated. This device (8.0 cm medium attachment) was used as a component in a system with the following two components. Xmax motor: s/n (B)(4); autolube iii: s/n (B)(4).